Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this facility. (B)(4).

Event description:
A doctor reported that a knife was unusable as it was dull and could not penetrate the cornea during surgery. An alternate knife was obtained in order to continue the procedure. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
Two opened knife samples were received by manufacturing that were seated correctly in a package tray for the report of being dull. The returned samples were visually inspected and were found to be nonconforming with damaged cutting edges. Penetration and sharpness testing could not be performed due to the damaged condition of the samples. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of inspected magnification during manufacturing. Any nonconformance, such as the damaged cutting edges exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).